Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. High impedances were measured on all contacts. As a result, surgical intervention occurred wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
Conclusion: the reported high impedance was confirmed. As received, the continuity testing showed an electrical open was found on the returned lead extension. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.